Event description:
The technician alleged that when the cardio pulmonary resuscitation was activated the bed would not go into cardio pulmonary resuscitation function. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.